Manufacturer narrative:
The customer confirmed the test result as o positive upon repeat testing. Review of the result files from the device shows a well score of 20 in well 3, anti-b well, resulting in a 1+ reaction. Review of well image shows a line of red colored artifact (hair?) Present.

Event description:
Customer reported unexpected positive reactions(1+) with anti-b on echo when running a confirmation test for a known group o donor unit. The donor unit resulted as group b instead of group o.